Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the heavily calcified mid left anterior descending artery. The vessel was pre dilated with a 2.5x8 and 3.0x8 mm power sail balloon. The physician attempted to implant a taxus express2 2.75x16 mm drug eluting stent but the stent bent due to the calcification. This stent was removed and the procedure was completed with a new taxus express2 2.75x16 mm stent. No patient complications were reported.